Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No button error alarm noted during testing. Remote frequency pic failed self test alarm was not verified due to no act button response. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was resetting due to another error alarm. Customer's blood glucose reading at the time of the call was 11.0 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.